Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that she was hospitalized for low blood glucose levels. The customer stated that her blood glucose reading was 37 mg/dl when she woke up and 20 mg/dl when the paramedics arrived. The customer was unconscious and turning blue according to her husband. Troubleshooting was performed and the insulin pump passed the displacement test. Nothing further was reported.